Event description:
Technician alleged that the ground resistance reading was high on the accessory outlet power cord. No injury reported.

Manufacturer narrative:
The technician examined the accessory outlet power cord and found the ground prong was bent. The technician replaced the accessory outlet power cord to resolve the issue.